Event description:
Unit returned for an eval of the alarms. The respiratory therapist was performing an initial check of the device and discovered that the audible alarms were not sounding. The device was not in pt use.